Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to pair was confirmed. Based on the review of the patient application logs, the patient application was unable to discover the device. The root cause of the inability to pair was unable to be determined.